Event description:
A patient's family member called lfs on the event date to report the pt's one touch ultra meter was given an "error 2" message. On event date at 8:00, patient fainted and ended in the hosptial due to low levels of glucose. Meter was reading "error 2" at the hospital not at home. The pt's family member says that there were no readings at home. It seems that the meter was giving electronic problems, family member says there were three dashes across the screen but was unable to explain in full details. Patient does not have any more strips, patient's family member is very nervous because patient is still in the hospital. Patient's family member obtained a reading of 48 mg/dl about 3 weeks ago. No further information has been reported.